Event description:
It was stated initially that the insulin pump was alarming. It was then stated that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was not performed as the customer was still in the hosp, and there were no supplies available. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.